Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch shoulder bolt was missing and the latch plate was bent. The technician replaced the bolt and latch plate to repair the stretcher.